Event description:
Additional information received reported the patient would have a lead revision on 2011-(B)(6) because impedance measurements were high and coverage was not adequate.

Event description:
Additional information received reported that the entire device system was explanted and replaced on 2012-(B)(6).

Event description:
Additional information received indicated that the implantable neurostimulator (ins) had been replaced because the patient wanted a restore sensor device due to positional changes and increased stimulation. There was no malfunction suspected with the ins. The high impedance was related to the lead.

Event description:
It was reported that due to environmental exposure the pt received a shocking or jolting sensation. The location of the pt's symptoms was the implantable neurostimulator (ins) site. When the pt moved away from the electromagnet interference the shocking went away. The pt could not turn off stimulation because her pain immediately returns. Add'l info received reported that the shocking or jolting sensations occurred in more locations and became stronger. The pt also reported a loss of therapeutic effect. Impedance measurements were taken and were normal. An x-ray was taken in (B)(6) 2011 and the system looked intact. A possible fluid short was noted. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).